Event description:
It was reported that the customer was having issues with his sensor. He received a calibration error alarm and a change sensor alarm. His blood glucose level was 172 mg/dl but his sensor glucose level was 50 mg/dl. The insulin pump went into threshold suspend when his blood glucose level was not low. The customer reported that he was recently in intensive care unit. He was hospitalized for hypothermia. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.